Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated the wheel bearing are going out. Dealer advised front wheels are kicking out to the side.